Event description:
It was reported that the reporter was not able to adjust stimulation. The reporter received the poor communication screen. The reporter wanted to know if she should remove the patient¿s bandages. The patient was to call back after speaking with the healthcare provider (hcp). It was reported the next day that the reporter thinks she may have turned stimulation off yesterday. The reporter left a message for the manufacturer representative, but had not received a call back. It was confirmed that stimulation was on. The reporter increased stimulation to 1.3volts and the patient wanted to stay at that setting. It was reported a week later that the patient had problems going to the bathroom over the last 2 days. Stimulation was increased from 1.3 to 1.5volts and the patient can now feel stimulation. The reporter denied any accident or incident related to the event. It was reported 11 days later that the patient had a loss of therapeutic effect since yesterday. The reporter denied any accident or incident related to the event. The reporter increased stimulation to where the patient could feel it.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0djh8, implanted: 2013-(B)(6), product type lead. Product ID neu_un known, product type unknown. (B)(4).